Manufacturer narrative:
(B)(4). The implant date was noted to be mid (B)(6) 2019. Concomitant medical products: unknown persona femoral component, catalog #: ni ,lot #: ni ; unknown persona tibial component catalog #: ni, lot #: ni. Report source - foreign: (B)(6). The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. All devices manufactured by zimmer biomet follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Insufficient information.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision of the articular surface to address infection approximately two (2) weeks post-operatively. Attempts have been made, however, no additional information is available at this time.